Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple auto mode switch episodes were observed due to far field r-wave oversensing during a follow-up in clinic. The patient was asymptomatic, and programming changes were made.